Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut there were no staples present, indicating that the device achieved a full firing stroke. Further analysis shows that weld separations at rotation knob and battery pack was noted. Intermittent stop switch that prevented the device from firing and hub counter was found to be broken in two pieces. It fell off upon opening the shrouds. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. Force was applied to the rotation knob until the rotation knob clicking was felt. Broken shroud pin caused knob clicking. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. No conclusion could be reached on what caused the weld seam separation noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Possible lots: t93851 or t93953. Lot # t93953 - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Exp: 04/30/2022. Manu: 05/16/2019. Lot # t93851 - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Exp: 04/30/2022. Manu: 05/14/2019. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the orange band on the device trocar completely covered after the anvil was attached as per the instructions for use? You have stated that the surgical procedure was delayed. How long was the procedure delayed (minutes/hours)?

Event description:
It was reported that during a sigmoid colon resection, after having inserted the anvil into the bowel and having performed a purse string suture, they connected the anvil head with an audible click to the trocar that had been pierced through the other part of the bowel (orange marking visible). Then they retracted the trocar, i.e. Inserted it into the stapler by turning the adjusting knob to create the anastomosis. Suddenly during this process, the anvil head detached from the trocar. Thus, they had to reconnect the anvil head to the trocar finding the whole that had been created by the trocar. This was very tough since the trocar had already been inserted into the stapler and now had to pierce again through the exact same whole so that no additional damage was done to the bowel by piercing through another part of the bowel. The surgery was delayed. The procedure was successfully completed. There were no patient consequences.